Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula (avf) angioplasty. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, during the second inflation at 23 atmospheres, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5-describe event or problem has been updated.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula (avf) angioplasty. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, during the second inflation at 23 atmospheres, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the 30% stenosed target lesion was located in mildly tortuous and non-calcified brachial artery.